Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site after she felt and heard a ¿pop¿ at the ipg site when bending over to pick something up, and it was determined the ipg had shifted in the pocket. The ipg was explanted around (B)(6) 2020, although exact date is unknown.